Event description:
Pt post-operative day 1 from bilateral maxillary antrostomy via sublabial approach used CPAP that night following procedure and awoke with subcutaneous emphysema of the neck and upper chest causing displacement of the larynx. No respiratory distress. Admitted for 23 hour observation. Problem resolved 1 week post-procedure.

Manufacturer narrative:
Swelling of the face and neck are specifically described as risks in the current labeling of the finess device; however, the labeling will be updated to provide guidance regarding post-procedure CPAP usage. This report does not constitute an admission that the device has or will cause or contribute to a reportable event.